Event description:
The patient contacted animas on (B)(6) 2012, stating that the keypad buttons had a delayed response. The patient denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump on a clip and cleaned the pump with alcohol. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad symbols were worn and the rubber keypad was torn over the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the up, down and ok buttons were intermittently unresponsive and the contrast button responded appropriately. There was evidence of contamination found under all of the contact buttons. The bolus button is difficult to push due to contamination under the bolus button.